Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: forbidden gdpr. Date and name of index surgical procedure? N/a the diagnosis and indication for the index surgical procedure? Breast augmentation and bbl what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was each suture used? Vicryl and monocryl on subcuticular tissue and pds subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? N/a how was the suture originally tied (multiple knots, square knot, etc.)? Is the exact number of patients known? N/a what tissue dehisced? Vicryl and monocryl on subcuticular tissue and pds subcutaneous tissue. Is it known how the wound dehisced? Depem did the suture pull out of the tissue? Yes did the suture break? If so, where was the break noted (termination, middle, end)? The suture that came out was cut off close to the skin. Were there any patient stress factors that precipitated this event? No onset date/time of dehiscence? (# post op days) how was the dehiscence managed? The suture that came out was cut off close to the skin and then the tissue healed. Was any re-suturing required? No. Please describe any surgical intervention required for the wound dehiscence including date and findings. N/a did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No please describe the appearance of the suture during the second procedure. Nthere was no secind procedures what symptoms did the patient experience following the index surgical procedure? Onset date? Pain, inflamation, sharp feeling in the tissue and tissue opening other relevant patient history/concomitant medications? N/a were any pre-op cleansing procedures or products changed recently? If yes, please describe. No what is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeons working in this clinic this is happening more often because of our triclozan coating. What is the patient's current status? All patients are fine now lot number for each suture? N/a surgeon¿s name? N/a the following information was requested but unavailable: the event description indicates that more than 1 patient was involved in this event. Is the exact number of patients known? If yes, please provide the number of additional patients.

Event description:
It was reported that a patient underwent a breast augmentation and bbl on an unknown date and suture was used. Post-op, the patient's body rejected the suture. The patient presented with pain and a sharp feeling in the body, and inflammation. The area got red, and then the wound opened up and suture came out. The suture was removed and then wound healed well. The surgeon opined that the healing process was better with non-antibacterial, older sutures. Additional information was requested.